Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or the full implant date. The device was implanted in (B)(6) and the records are not available to the explanting facility in the (B)(6). Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
The event was reported as "leaks, lack of restriction." The patient was implanted outside of the explant country and full implant date and device information is not available. Allergan's approach to compliance is to resolve all doubt in favor of reporting.